Event description:
Rptr was moving bassinet with infant when side and end of bed dislodged in her hand. The bed continued to move and infant slid close to open edge of bed. Rn picked up infant before he fell from bed. Upon exam, the side piece had dislodged from bottom of bed of tongue and groove joint.